Manufacturer narrative:
(B)(4).

Event description:
It was reported that approx. 23 months after the implantation oversensing with inappropriate shocks was observed. Loss of capture was noted at maximum pacing. The impedance rose from 400 ohms up to over 1400. The lead was capped and a new lead was implanted. The lead was explanted, but has not been returned for analysis.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been carefully analyzed. The provided iegm extract confirmed the presence of noise on the rv channel. Furthermore the provided x ray images were analyzed. Based on the available projections a looping of the rv is likely which might have led to an increased stress situation in the implanted state. However, in spite of the available information, no definite conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.